Manufacturer narrative:
Additional information: e1. The devices, used in treatment, were not returned for evaluation and the reported event could not be confirmed. The medical investigation concluded that this complaint reports that a dislocation occurred 12 years after primary surgery. It was communicated via email that the dr. Planned to revise the devices when he realized that there was a mismatch with the femoral head (71302200). The size of this component noted in primary procedure was different from the size of the device that was implanted (apparently due to a labeling issue). Therefore, the surgeon did not revise the three components; they were repositioned to reduce the dislocation. Additionally, the dr. Stated that another revision surgery is not necessary, as the implants are working well. There is no supporting relevant documentation provided for review. An additional complaint (B)(4)) was opened for the labeling issue. A review of complaint history did not reveal additional complaints for the listed batches. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. Some potential probable causes of this event could include improper sizing or a traumatic injury. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the devices or additional information be received, the complaints will be reopened. No further investigation warranted for these complaints; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that a re-operation was performed due to dislocation, synergy porous femoral component sz 17 was not explanted but repositioned. The doctor stated that this dislocation was not caused by the devices but the patient's disease.